Manufacturer narrative:
(B)(4). Event date: only event year known: 2017. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that patient with recent history of biopsy proven adenocarcinoma and hepatic flexure, transverse colon, and ileocecal valve masses underwent surgery. Operative note states the ileum was divided with a ¿gia-75,¿ and a functional end-to-end, side-to-side anastomosis was created with a ¿gia-75¿ and ¿ta-90¿ and no difficulties with device or complications were noted. All staple lines were reinforced with 3-0 vicryl. The patient was discharged home four days later in good condition. 15 days later, patient presented to ER with sudden onset of shaking and worsening abdominal pain and underwent drainage for peritonitis and diverting loop ileostomy. Operative note states ¿we were able to easily pull out her old anastomosis and actually looked very healthy. The only issue is on the very medial corner of the ta line, there is a small amount of exudate and small bowel stuck to it with some omentum. We placed a hemostat in this area but found no leak.¿ operative note further indicates patient¿s immunosuppression may have prevented healing and diversion felt to be warranted. Three months later, the ileostomy was reversed without complication and patient discharged to home within a week. However, the patient passed away 17 days later from complications of septic shock.

Manufacturer narrative:
(B)(4). Date sent: 05/23/2022. Please see attached medical records.